Event description:
Healthcare professional (hcp) reported pt receiving hemodialysis on the baxter meridian device. Hcp reported with thirty-two minutes remaining in the treatment, pt complained of increased shortness of breath. Hcp reported microbubbles were in the pt venous line. Pt denied chest pains and physician instructed pt to go to the emergency room if symptoms persisted. Hcp stated there was no medical intervention and no pt injury resulted from this event. Pt returned for next treatment as scheduled. No further info was available for this report.